Manufacturer narrative:
Device passed displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a broken trace at the u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the self-test was performed and pump error of hardware low level failures alarm occurred. Customer stated that sensor glucose value was displayed bigger than blood glucose value and sensor glucose value not available alert also occurred frequently and the graph was interrupted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.